Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed approx. 19 cm distal to the is-1 connector pin the ligature marks. In addition, abrasion marks along the lead body were observed. In particular, between 56 cm and 57 cm distal to the is-1 connector pin the inspection revealed a damaged insulation as a result of wear. Based on the characteristics as well as the location of these damages, it is reasonable to assume that the lead had been subject to excessive mechanical forces in the implanted state. Diagnostic images clarifying this assumption were not available for analysis. Furthermore, deformations of the inner coil close to the is-1 connector pin were found which most likely were caused by overrotation of the inner coil during the retraction of the fixation helix during the extraction procedure. The values of the parameters measured during the electrical were within the technical specifications. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause.

Event description:
This rv lead was explanted and replaced due to oversensing and inhibition of pacing. No adverse patient events were reported.